Event description:
It was reported that partial stent deployment occurred resulting in additional intervention. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. The lesion was pre-dilated. During deployment, there was a heavy noise when the pull grip was turned. The stent could not be deployed, but it was able to be deployed by pushing and pulling during deployment. The wire was stuck and the stent was stretched. An eluvia 7x80 was placed in the stretched area of the 7x150 eluvia stent. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an eluvia self-expanding stent system with a 0.014 inch guidewire stuck in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed multiple kinks along the sheath. The proximal inner liner is prolapsed. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis confirmed the proximal inner is prolapsed which would have contributed to the deployment issue and stent deformation.

Event description:
It was reported that partial stent deployment occurred resulting in additional intervention. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. The lesion was pre-dilated. During deployment, there was a heavy noise when the pull grip was turned. The stent could not be deployed, but it was able to be deployed by pushing and pulling during deployment. The wire was stuck and the stent was stretched. An eluvia 7x80 was placed in the stretched area of the 7x150 eluvia stent. There were no patient complications.